Manufacturer narrative:
(B)(4). Concomitant medical products: 00771100910, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9; standard offset reduced neck length, 6153908; 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 6148118. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approx. 5 years post implantation due to elevated metal ions. During revision surgery,evidence of some necrotic and reactive type tissue and corrosion was noted. The femoral head was revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Concomitant medical products: 00771100910, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length, 6153908 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 6148118 00625006530, bone scr 6.5x30 self-tap, 61445388.